Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported inaccurate cgm values one day after the sensor was inserted into the abdomen. While the patient was at work (his shift starts at 3 am), he reported his cgm would be off and on throughout the day. When his app and pump worked, it displayed high, his pump delivered insulin even though he was low. He left work to pick up his children and the next thing he recalled; he was in an ambulance being taken to the hospital. He was told his mother called emergency medical services (ems) who treated the patient with ¿something through the IV¿ to raise his glucose and transported him to the hospital. The cgm/bg values at the time of the event were not provided. It was not confirmed if the patient¿s mother was a follower and how she knew to contact ems. The patient was treated in the emergency department with an unspecified IV ¿sugar¿ and disconnected his pump. When his bg was in range, he was released. At the time of the report, the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.